Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data did show instances of electrode pad not connected for the first 34 minutes of the case. Eventually, the data showed the electrode pads being connected; however, the pads view wasn't selected by the user to display the ECG signal. The electrode pads were not returned to zoll medical corporation as part of this investigation. It's important to note the customer communicated that the same set of electrode pads were able to be used with another device. This report is being closed as ECG was available to the end user, but the lead was not selected. Analysis of reports of this type has not identified an increase in trend.